Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by our edwards lifesciences japan associate, during a right transfemoral tavr with a 29 mm sapien 3 ultra resilia (s3ur) valve, upon advancing the delivery system with the valve through the 16 fr esheath+, the advancement was difficult and the sheath liner tore. Propofol was injected via the flush port of the sheath, due to the resistance experienced while advancing the valve. One strut of inflow side was found to be bent in the sheath under fluoroscopy. The delivery system and sheath were removed, and a new s3ur valve was inserted and deployed in the native aortic position. A dissection was noted in the access vessel, and a viabahn stent graft was implanted. After confirming the blood flow by angiography, the procedure was completed. A 1 cm tear was found in the liner of the first sheath, with the strut protruding.

Manufacturer narrative:
A supplemental report is being submitted following the completion of the engineering evaluation. Sections b4, g3, g6 and h2 have been updated. Sections h6: type of investigation, investigation findings, investigation conclusions, h10, and h11 have been corrected with new information. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, resistance between system components leading to the inability to advance through sheath was confirmed empirically. The event reports, 'upon advancing the delivery system with the valve through the 16 fr esheath+, the advancement was difficult; therefore, propofol was injected via the flush port of the sheath. One strut of inflow side was found to be bent in the sheath under fluoroscopy'. The device was not returned for evaluation, and no relevant device-related imagery was provided. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. In this case, the torn sheath liner was confirmed empirically. Available information suggests procedural factors (valve caught on sheath, high push force) likely contributed to the event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case. Please see related manufacturer report.